Event description:
The customer contacted baxter's technical service center to report a smoke smell on a homechoice (hc) device during start up, patient not connected. The home patient (hp) stated she has a smoke smell when she plugs in the hc. The hp stated she does not know where the smell is coming from exactly, but plugs the hc in, leaves the room, and when she comes back into the room she smells the smoke. The hp stated she had swapped an hc two weeks ago for the same reason (see report 1423500-2012-15401). The baxter technical service representative (tsr) asked the hp if she has plugged anything else in and gotten the smoke smell and the hp stated no. The tsr initiated a swap of the device. The hp will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem could not be determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.